Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. The pump was received with partially broken off piece at the reservoir tube lip and dog chew marks. Unable to perform displacement test due to physical damage. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call the insulin pump has damage. The customer¿s blood glucose level was 137mg/dl at the time of the incident. The customer states dog chewed on pump. The insulin pump is being replaced and is expected to return for analysis.